Event description:
Potential for injury associated with an rpl600-2 patient lift that has damaged casters because the legs of the lift are bent. This issue could cause instability in the lift and could cause injury to caretaker and/or user due to the difficulty and potential erratic movement of the lift when it is being maneuvered with user in it.